Event description:
It was reported that a user experienced signal loss between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet while the sensor remained paired to the user¿s phone, and the issue was addressed by instructing the user to disable the phone¿s bluetooth and reenter the pairing code for the ilet. Symptoms included intermittent loss of cgm data to the ilet with no adverse clinical symptoms reported. Outcomes included temporary interruption of automated insulin dosing inputs from cgm data without injury or hospitalization. User support included technical support troubleshooting and user education. Investigation of this case revealed a connectivity issue attributable to competing bluetooth connections between the dexcom g7 and a smartphone, with the ilet¿s cgm communication affected until the phone connection was disabled and pairing to the ilet was reattempted. It was concluded, based on previously established findings for similar reports, that the cause was user device pairing conflict leading to cgm-to-pump communication loss.